Event description:
The facility reported an infusion pump with failure code 810:04. Information was not provided regarding whether or not the failure code occurred during an infusion. The hospital representative stated that there was no report of a patient incident since the last baxter service event. Although attempts were made by baxter, details were not available regarding addtional contact information, patient demographics, medication involved, or device programming.